Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer who was implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the patient went to the doctor the day prior to the report and found out "the device shut off" and she did not know it; it was off for one month. The patient turned the device back on and felt stimulation. No symptoms were associated with the event. Additional information was requested including cause and outcome, but information was not known at the time of the report. If additional information is received, a supplemental report will be submitted.